Event description:
A report was received that the patient went to ER due to infection at the pocket site. The symptom was redness. The physician drained the incision site. The patient was given a shot and oral antibiotics and is reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.